Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair in (B)(6) 2011 and mesh was used. During the (B)(6) 2012, the patient developed a recurrent hernia. On (B)(6) 2012 a reoperation was done. During the surgery, it was noted that the mesh had shrunk and was not completely covering the defect. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. Conclusion: photos of the actual explanted device were provided. Based on the received photos, it seems that the mesh developed wrinkles due to inadequate mesh fixation. This contributed to the mesh loosening from abdominal wall. The mesh was fixated in a lesser density as recommended in the instruction for use (approx. 20 mm apart vs. The recommended 6.5-12.5 mm apart).